Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances of greater than 125 ohms associated with a non-boston scientific right ventricular (rv) lead. The one-year impedance trend data shows the there was one previous high shock impedance measurement after which the impedance came back down and generally stayed in the 100-110 ohms range. Boston scientific technical services (ts) stated that based on the trend the impedance may come down again. Ts recommended commanded shock testing if the impedance stays high. The health care provider will continue to monitor at this time. The ICD remains in service. No adverse patient effects were reported.